Manufacturer narrative:
The customer replaced the v60 stand locking caster to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the wheels were clicking and sticking. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer ordered a replacement v60 stand locking caster.